Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of complaint malfunction: user had poor storage of the test strips. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/05/2014).

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 70-130 mg/dl. Tested 10 minutes later and had a result of 125 mg/dl. Last 5 blood results in memory: 48 mg/dl, 150 mg/dl, 169 mg/dl, 154 mg/dl, 169 mg/dl. Back to back blood results were 145 and 145 mg/dl. No adverse event reported.